Event description:
It was reported that the pt experienced a 2-3 day withdrawal period; specific symptoms were not provided. The pump was interrogated and no issues were found. A bolus was given and the pt recovered. The md suspects that there was a kink in the catheter that resolved. The pump was used to deliver dilaudid. Subsequently, the device system was replaced as the pump "was over five yrs old". The pt's outcome was reported as "recovered without sequela".

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.